Manufacturer narrative:
Event took place in (B)(6) and has not been reported to health authorities. Date of event has not been reported. File is considered as closed.

Event description:
(B)(4). Date of event is unknown. Summarizing user's narrative: upon insufflation, the needle broke apart.